Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus and requested assistance from tandem technical support in suspending the unintended bolus request. Review of the bolus history verified that the bolus had been completely delivered. Blood glucose (bg) was approximately 100 mg/dl. Reportedly, the customer suspended pump therapy to ensure bg level remained within range. During a follow-up call, the customer reported bg level was fine.